Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was reported the patient presented to ¿the clinic¿ with other indications and was diagnosed with peritonitis, however, it was not reported if the patient was hospitalized for the peritonitis event. The patient was treated with unknown antibiotics for the event. At the time of this report the patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.